Event description:
The technician alleged that the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.